Event description:
Customer reported via phone, she thought the insulin pump was not working properly and wanted to be walked through a set change to ensure the device is working properly. Customer was able to prime the tubing without the device alarming no delivery. Customer stated, she had previously was attempting to fill the tubing and the device continued to alarm no delivery. Customer's blood glucose was over 400 mg/dl. Customer was unable to troubleshoot for the alarm because it was a past event and was unaware she could call to perform troubleshooting. Customer stated ever since the no delivery alarm incident customer has been of the device per her doctor's instructions and had been on manual injections for a year. Customer was advised to speak to doctor to ensure the settings were correct before connecting back to the device. She is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.